Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion third party service technician was able to verify the customer's reported issue. Bench testing revealed a faulty flow valve. The service technician replaced the flow valve and the reported issue was resolved. The unit passed all testing and met all carefusion manufacturer specifications.

Event description:
It was reported to carefusion that model lap top ventilator 1150 was delivering higher tidal volume than what was set. When the ventilator was set to deliver 500mls, the unit would deliver 550mls. The customer confirmed there was no patient involvement associate with the reported issue.